Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that the app will not run on the patient's phone. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a potential reportable complaint could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a non-reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.